Event description:
It was reported that erroneous results occurred during use with a unspecified bd sst blood collection tube. The following information was provided by the initial reporter, "customer experienced under filling vacutainers and hgb result of (7.2). Post-market survey verbiage received, - "experienced less vacuum when close to expiration date; identified lot # for sst and reported to bd. Was advised to use another lot number. 10/28/19 at 6:10 hgb was 7.9; redrawn at 12:15 = 9.5. Patient did not receive transfusion. Fluxations were: 10/21: 7.2, 10/23: 6/8, 10/23 at noon: 7/7, 10/24: 6/3. "Interfers with proper patient care." A complaint was created for each date and results." 1 of 6 complaints.

Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred during use with a unspecified bd sst blood collection tube. The following information was provided by the initial reporter, "customer experienced under filling vacutainers and hgb result of (7.2). Post-market survey verbiage received, - "experienced less vacuum when close to expiration date; identified lot # for sst and reported to bd. Was advised to use another lot number. (B)(6) 2019 at 6:10 hgb was 7.9; redrawn at 12:15 = 9.5. Patient did not receive transfusion. Fluxations were: (B)(6): 7.2, (B)(6): 6/8, (B)(6) at noon: 7/7, 10/24: 6/3. "Interfers with proper patient care." A complaint was created for each date and results." 1 of 6 complaints.